Manufacturer narrative:
A review of the medwatch indicates that the surgical table in question is not a steris product; steris corporation has never manufactured a model 4900b surgical table. Additionally, the serial number, (B)(4), does not match the steris serial number convention used by steris montgomery. Steris personnel made several attempts to contact the user facility regarding the reported event in an attempt to identify who the manufacturer of the surgical table is; however, our messages have not been returned. A copy of the original medwatch along with a cover letter from steris explaining that we are not the manufacturer of the device in question will be forwarded to the medical device reporting division of the center for devices and radiological health. Should additional information be received indicating a steris manufactured device was involved in the reported event, a follow-up report will be submitted.

Event description:
Reference medwatch #(B)(4). The user facility reported that a shampaine 4900b surgical table was smoking at the base of the table. A review of the medwatch indicates that the surgical table in question is not a steris product; steris corporation has never manufactured a model 4900b surgical table. Additionally, the serial number, (B)(4), does not match the steris serial number convention used by steris montgomery.